Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf75) related to software calibration. There was no patient harm or serious injury reported as a result of this incident.